Event description:
Additional information was received that the device was explanted.

Manufacturer narrative:
B5 event description. D6b day, month and year of explant.

Manufacturer narrative:
B2 required intervention was selected on the initial report and should have been other serious. This is one of two related reports. This report represents the impella 5.5 and another report will be submitted to represent the impella cp.

Manufacturer narrative:
Section d catalog number was corrected. Peri-procedural adverse event/hematuria: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male patient whose urine was noted to be pink in color upon arrival at the bedside for escalation to an impella 5.5 device. No additional information was provided.